Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Sizing issue. Additional manufacturer narrative: through follow-up with the surgeon (in 2009), it was learned that the device was explanted due to a sizing issue. Per the response, regurgitation was still noted after the repair. No further information regarding the device/patient was received. The device history record (DHR) review has also been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.